Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The mother of the patient reports while at the water park in the wading pool, she noticed the pod hanging off her son with a small amount of bleeding and the needle was sticking out. The patient's mother reports she was not able to apply a new pod at this time. The pod had been worn for between 4 and 24 hours on the arm.